Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface console (joystick) and the mainframe ps1 power supply were replaced. The voltage in the system mainframe was increased. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system was displaying a motion disabled error message and the motorized functions were not working. No pt injury was reported.